Event description:
Straight saw attachment is leaking oil out of attachment end. Patient was not under anesthesia. Case type / application: tka.

Manufacturer narrative:
Reported issue - straight saw attachment is leaking oil out of attachment end. Patient was not under anesthesia. Case type / application: tka. Product inspection - the product was not returned, so no product inspection could be performed. Product history review - product history records indicate 50 devices were manufactured under lot 35021017 and 48 devices were accepted into final stock on 11/08/2017 (including s/n (B)(6)). A review revealed that the non conformance is not related to the failure alleged in this complaint. Complaint history review ¿ a review of complaints in catsweb and trackwise related to p/n 212186, lot number 35021017 shows 01 additional complaint related to the failure in this investigation. Conclusion ¿ the event could not be confirmed as the device was not returned. No additional investigation or specific actions are required. If additional information is received, then the complaint will be reopened. Per preventive maintenance is where an action occurs that identifies device deterioration which may compromise function. Under pm conditions no patient was involved, and no actual or potential patient harm existed for the alleged event. No additional investigation or specific actions are required.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Straight saw attachment is leaking oil out of attachment end. Patient was not under anesthesia. Case type / application: tka.